Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, after the first tip screw in the lead exhibited poor parameters. It was also reported that problems with unscrewing the ipl tip occurred, re-position difficulty encountered, and the lead was removed with force applied. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.